Event description:
It was reported that the back of the piston at the end cap sticker was getting loose when the insulin pump is rewinding or priming. No further info was provided.

Manufacturer narrative:
The insulin pump was received with a loose drive support disk and cracked reservoir tube lip. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.